Event description:
Staff noticed leaking form the port of the cannula.

Manufacturer narrative:
The 2 samples returned passed the visual inspection, injection leak test and catheter adapter leak test. No abnormality was observed. As no actual sample and photo was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l leaked at insertion site the following information was provided by the initial reporter: staff noticed leaking form the port of the cannula